Manufacturer narrative:
Analysis found that due to an integrated circuit anomaly, the pulse generator exhibited no ventricular output at pulse amplitudes less than 2.75 v.

Event description:
It was reported that there was no ventricular output when the pulse generator was connected to the pacing lead.